Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to his expected values. On (B)(6) 2012, the technical support representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 7:30 pm, the patient obtained the blood glucose reading of 11.3 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected values at that time of day of 6.0 to 7.0 mmol/l. The reading of 11.3 mmol/l was taken ten minutes after completing a "bicycling tour." Based on that reading, the patient took his usual dose of 8.0 units humalog insulin. Twenty minutes later, the patient experienced the symptoms of sweating and numb lips and tongue. At 8:00 pm the patient ate his dinner and felt better afterwards. He did not seek any medical attention. The patient reported that prior to this event, he had been exercising by riding on a bicycling tour. The patient was unable to provide his blood glucose readings or meals taken earlier on the day of this event. The patient manages his diabetes with humalog insulin three times per day: 6.0 to 7.0 units in the morning, 2.0 units at 4:00 pm and 6.0 to 8.0 units in the evening. The patient also takes an unspecified long-acting insulin. Troubleshooting revealed the meter was set to the correct unit of measure and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing; the was found to work properly with no faults found. The primary complaint was not confirmed. Pa unable to perform test strip evaluation since the test strip lot# was not provided by the patient. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.